Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the reporter had a urologist friend that no longer implanted our sacral nerve stimulation (sns) devices because there was ¿too many complaints that they did not work.¿